Manufacturer narrative:
The actual device is reported to be available but has not been returned for evaluation. The device history record for the reported lot number, 30286095, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 24-apr-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4) . This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. H3 other text : device not returned.

Event description:
It was reported that " on wednesday, on (B)(6) 2024 at 9:15am, during a peg (percutaneous endoscopic gastrostomy) tube placement a piece of the plastic introducer sheath broke off into the patient¿s abdominal wall. [The] physician was attempting to thread the guide wire through the introducer and was unsuccessful. When [the physician] pulled the needle from the introducer the plastic sheath disappeared into the patient¿s abdomen. [The physician] attempted to retrieve the plastic sheath but was unable to unsuccessful. Patient was taken to surgery for foreign body removal and peg tube placement."

Manufacturer narrative:
Correction: d4 UDI. All information reasonably known as of 01 jul 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 16-may-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp (B)(6) . This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information received 24-apr-2024 noting, "the patient was taken to the operating room (operating room) that afternoon to have the piece removed from his abdomen. The patient was discharged from the hospital eight days later. The patient did have a longer los (length of stay) due to this event. Our general surgeon had to wait three-days to place the peg (percutaneous endoscopic gastrostomy) tube due to the high risk of infection.